Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP ,bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged of having medical concerns with lung complications, copd with respiratory disease and sleep apnea. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.